Manufacturer narrative:
Information not provided by reporter. Date of event was not provided by reporter. The report date, (B)(6) 2017 was used for date of event. Information regarding report came in via on-line website review. Email contact was the only information provided by reporter. 3m made several unsuccessful attempts to obtain additional information from the customer and no response has been received. No additional information was available.

Event description:
Customer reported an allergy to transpore tape via a 3m website on-line review. Customer reported: "although this works well, I am extremely allergic to it. It caused such severe itching that I lost the PICC line that I needed for continuous antibiotics to fight a staph infection and subsequently I lost the central line in my other arm for the same reason. Has left a terrible rash on both arms even though the tape has been discontinued". 3m made several unsuccessful attempts to obtain additional information from the customer and no response has been received. No additional information was available.